Manufacturer narrative:
The model was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer received a blood result of <20mg/dl on the contour next link meter. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. New strips and meter were sent. There were no strips left to return for evaluation.

Manufacturer narrative:
Corrections: the name of the meter in description of event or problem, should be contour next link 2.4 the product does not have 510(k)#. It is awaiting PMA.